Manufacturer narrative:
International medical device regulators forum (imdrf) adverse event reporting: (B)(4).

Event description:
Pentax medical was made aware of a complaint on 06-nov-2018 that occurred in the operating room during use in the united states. The reported failure was initially found during service repair in the (B)(6) service center on (B)(6) 2018. The failure was that the "elevator body fine needle aspiration (fna) is coming out not aligned", involving pentax medical video ultrasound gastroscope model eg-3870utk, serial number (B)(4). No serious injury or death of a patient or user, or delay in a procedure which would require medical intervention was reported. On 23rd oct 2018, pentax customer service representative received a request for service where the user stated the elevator angulation decreased and the elevator is coming out the side. The endoscope was received at pentax service facility on 26th oct 2018 and inspected on 06th nov 2018. The inspector confirmed the user narrative along with additional findings. The findings are as follows: elevator body fna needle is coming out not aligned. Control body grip scratched. Distal body scratched. Elevator washing socket cylinder rubber chipped. Distal body chip at channel opening at thinnest part. Passed wet leak test. Bending rubber glue cracking at distal side. Bending rubber glue cracking at insertion tube side. Passed dry leak test. Primary operation channel excess glue at distal end. Customer complaint confirmed. Pve connector housing scratched. Eus cable single/ long buckled at junction root brace. Eus cable single/ long buckled at us connector root brace. # 2 remote control button cover cracked. Ultrasound transducer mild cut on probe. Suction tube mild resistance. Air/ water socket cylinder o-ring chipped. The endoscope was repaired where the elevator wire was adjusted and miscellaneous parts replaced and returned to the user on 5th dec 2018 on delivery (B)(4). On 04-nov-2020, a device history record(DHR) review for model eg-3870utk, serial number (B)(4) was performed under (B)(4), the DHR review confirmed the endoscope was manufactured on 8th jun 2012 under normal conditions, passed all required inspections, and was released accordingly. Also, there were no reworks or concessions and the dates of approval for shipment and actual date shipped were confirmed. Model eg-3870utk, serial number (B)(4) has been routinely serviced at a pentax facility since the device was put into service on 28th sep 2012.